Event description:
The manufacturer received information alleging a ventilator required maintenance. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the device downloaded error log indicated the internal battery may not be charging. The device's power management pca was replaced to repair the device. The trilogy 02 pm kit was replaced for the required maintenance. The device functioned properly after all repairs were completed.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator required maintenance. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the device downloaded error log indicated the internal battery may not be charging. The device's power management pca was replaced to repair the device. The trilogy 02 pm kit was replaced for the required maintenance. The device functioned properly after all repairs were completed. The power management board was evaluated by the manufacturer's product investigation laboratory (pil) and found the power management board functioned as designed and operated without issue or error codes. However, the suspect power management board failed test step 0040.0250 at trilogy posttest station. Pil has determined that root cause of test failure at pil is due to stray current paths, power management board sending current to someplace it does not belong.